Event description:
According to the reporter, after 1 month of catheter insertion, during treatment, a blood droplet was noted on the catheter. When the catheter extension was lifted to investigate, approximately 0.5mls of blood squirted from where the venous lumen joins the catheter hub (junction of extension tube and bifurcate). Due to the closeness of the leak to the hub, it was not possible to clamp below the leak. Dialysis was immediately ceased. The catheter extension and hub where the leak was located was sealed with a tegaderm dressing. The catheter was removed and replaced on the same day as the event. No blood transfusion required. The patient recommenced treatment as per regime. The catheter was not repaired, alcoholic chlorhexidine was the cleaning agent used on the device and on the insertion site prior to product placement, tego was not utilized, and there was no luer adapter issue. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Prior to use, nothing unusual observed on the device, flushing was done and no issues observed. No other defects/damages found on the product where the leak was observed. The clamp moved to a new location after each treatment and no other products being utilized with the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the catheter¿s cannula was severed close to the hub. Functional testing was performed which included submerging the catheter into a water bath. The end near the cuff was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.